Event description:
Home patient (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display on their homechoice machine during drain 1/4 of the hp's automated peritoneal dialysis (apd) therapy. Reportedly, the patient line of the homechoice set became disconnected from hp's transfer set during therapy. Tsc assisted hp in ending treatment early and advised hp to setup with new supplies to complete the hp's therapy. Per rn, hp was given prophylactic antibiotics as a result of this incident.